Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range; however, alarm was unable to be cleared. Reportedly, the customer reverted to an alternate form of insulin therapy. It was also reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported adverse effect to the customer's blood glucose level.